Event description:
Procedure type: cardiac surgery. According to the reporter: office tong said that in their site some cardiothoracic surgery patients appeared varying degrees infection, (mainly symptom was pleural effusion/ puncture bloody pus/ thread discharge).

Manufacturer narrative:
(B)(4).